Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected failed battery test or weak battery alarm was noted. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube, reservoir tube lip and minor scratches on the display window.

Event description:
It was reported by the customer that the insulin pump received multiple failed battery alarms. Advised insulin pump would be replaced. No additional information is provided.